Event description:
After catheter insertion it was impossible to zero the device. No figure displayed. The catheter was removed and another device was inserted. The device was received decontaminated by the hosp.